Event description:
Boston scientific received information that this pacemaker device had longevity estimate of 2.5 years at last check up but then device went to elective replacement time (ert) after eight months. There was a high right ventricular (rv) lead output today upon device check as automatic capture (ac) was turned on. Additional information from the field representative indicated that device will be returned for analysis after revision. This pacemaker device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.